Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited air leakage. There was patient involvement, no injury was reported.

Manufacturer narrative:
One used device was received for evaluation. Visual inspection showed no damage or anomalies. Functional testing was performed and a leak between the pilot balloon luer bond was identified. The leak was observed to be coming from a channel in the bond. The customer reported issue of leakage can be confirmed. The probable cause is due to a solvent application error during assembly in tijuana. A lot of history review could not be conducted because no lot number was provided from the customer.